Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected compromised forced sensor error alarm noted during testing. Unit was received with cracked case at display window corner and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarm compromised force sensor system. The note reads no further detail given. Insulin pump will be returning for analysis.